Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had not yet voided on their own. A second call with the patient's husband determined that there was blood on the patient's bandages. Later, during follow-up with the patient it was determined that the patient felt that their symptoms were now worse than before the evaluation. According to the caller prior to the evaluation the patient would have urgency in the morning and would be able to self-void at least one milliliter. However, at the time of the call the patient was not having any self-voids. During the call the patient was assisted with increasing stimulation to 1.3 and would remain on the current program for another 24 hours. Three days following the previous call the patient reported that they had not voided or cathed all day and the patient was assisted with increasing stimulation to 2.2 where the patient confirmed feeling stimulation ok. In a final call the patient wondered if it was normal to have been able to void one day and not the next day and the patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.